Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug release button of a 5f exoseal vascular closure device (vcd) could not be fully pressed, and the device could not be used properly. During use, the button could only be partially depressed and required excessive force. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, and the physician was certified in its use. There were no visible signs of device or package damage, and the device was stored and prepared according to the instructions for use (IFU). The femoral artery suitability was verified via angiography, confirming an appropriate insertion angle and vessel diameter equal to or greater than 5mm. No calcium, tortuosity, stents, stenosis, prior closures, or pre-existing vascular complications were observed at the access site. The device and sheath introducer were retracted together until the bleed-back indicator showed significant flow reduction and the indicator window turned solid black. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the plug release button of a 5f exoseal vascular closure device (vcd) could not be fully pressed, and the device could not be used properly. During use, the button could only be partially depressed and required excessive force. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, and the physician was certified in its use. There were no visible signs of device or package damage, and the device was stored and prepared according to the instructions for use (IFU). The femoral artery suitability was verified via angiography, confirming an appropriate insertion angle and vessel diameter equal to or greater than 5mm. No calcium, tortuosity, stents, stenosis, prior closures, or pre-existing vascular complications were observed at the access site. The device and sheath introducer were retracted together until the bleed-back indicator showed significant flow reduction and the indicator window turned solid black. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufactured position, and the indicator wire was found fully deployed. A non-cordis 5f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/ red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.